Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was in the hospital unrelated to the device or therapy, and for the past two days she hadn¿t been able to access the implantable neurostimulator (ins) with the controller or recharger and had a communication problem. The patient last recharged about a week ago and didn¿t let the device get below half charge. The reporter thought the equipment in the hospital room could be interfering with the telemetry between the controller or recharger and the patient¿s ins. No adverse event or patient symptoms were reported. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 377660, lot # v010395, implanted: (B)(6) 2006, product type lead; product ID 377660, lot # v009729, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Additional information received reported that the healthcare provider (hcp) had not seen the patient for over a year and had no further information. Further information received from the patient¿s husband reported that when his wife went to the hospital her device was on but the battery was low. While she was in the hospital her device went into discharge, not overdischarge. The charger was put on the stimulator two times and it charged up and was working perfectly now. The patient was very happy and doing well. There were no problems with the patient programmer (pp) or recharger; ¿everything was working just great.¿ it was noted the patient did not see a manufacturer¿s representative (rep) or physician since there was no reason to have the device check when it was working.